Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic with an infection. The physician explanted the implantable cardioverter defibrillator, the right ventricular (rv), the left ventricular (lv) lead, and the atrial lead. The patient condition was stable.